Event description:
An artificial femoral head replacement was conducted for a femoral neck fracture. During the bone cement setting, the patient's blood pressure dropped. After 20 minutes, blood pressure was too low to be measured. A heart massage and electric shock were given. Patient expired on the next day. Lung embolism is suspected, because there was no rise of c02 by the monitor of a respirator. A postmortem autopsy was not administered.